Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported pressure not shown. The service technician confirmed the moisture of the machine is low and the flow sensor needs to be replaced. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer did not approve the repair so no repair could be performed.